Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 422.258. Lot: l979281. Manufacturing site: grenchen. Release to warehouse date: (B)(6) 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Complaint is confirmed as we are able to confirm complaint description (broken) based on the received pictures. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent an open reduction internal fixation (orif) for the left femur of middle to proximal shaft fracture. The surgeon discovered that the implant was a synthes distal femur less invasive stabilization system (liss). The plate broke so the surgeon decided to revise the patient with a trochanteric fixation nail advanced (tfna) nail. The patient had a plate implanted in (B)(6), in quarter 4 of 2019. No fragments were generated by the broken plate. The screws and plate were removed without difficulty. Procedure and patient outcome are unknown. Concomitant devices reported: screws: locking (part number unknown, lot unknown, quantity unknown). This report involves 1 ti lcp(tm) distal femur plate 13 holes/316mm-right. This is report 1 of 1 for (B)(4).